Manufacturer narrative:
The manufacturing batch lot was provided. A review the device history records for the guidewire involved in this incident revealed the product met specification prior to shipment. There was no indication of manufacturing defect or anomaly that could have impacted the event as reported. The device was not received for analysis; therefore no physical analysis of the product could be performed. The product is reportedly being returned for analysis but wasn't received by the time this report was submitted. Based on the information received to date an exact cause for the incident could not definitely be determined. If the product is returned for analysis or additional information is received a follow-up medwatch report will be submitted.

Event description:
As reported; the physician had fed the safari wire as per dfu into the left ventricle. He the tried to fee the tavi valve over the proximal end of the wire and felt resistance at the level of the sheath. They could not advance the valve so pulled it out over the wire to find the safari had de coiled at the proximal end. New wire inserted without consequence.

Manufacturer narrative:
The manufacturing batch lot was provided. A review the device history records for the guidewire involved in this incident revealed the product met specification prior to shipment. There was no indication of manufacturing defect or anomaly that could have impacted the event as reported. The guidewire was returned for analysis. As received, the specimen consisted of one-1 safari2 275cm sml crv; returned coiled, loose, and double-bagged within "zip-lock" style poly biohazard pouches. The returned specimen has sustained two-2 cuts through the coil and core wires, the proximal portion of the device was not included with the returned specimen components. There was no mention of the guidewire (core & coil) being cut in the original complaint details. The outer coil on both returned segments presented offset coil damage and scraped ptfe coating. The coil wraps on the detached body segment also presented stretched coil damage. No other damage or inconsistencies were noted to the specimen. The distal tip joint appeared to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appeared visually and dimensionally correct. Based on the information provided it was not possible to assign a definitive root cause for the event as reported. Based on the evidence presented by the sample and the information provided by the supporting documentation, procedural and/or clinical factors appear to have impacted on the event as reported. If additional information is obtained a follow-up medwatch report will be submitted.

Event description:
As reported; the physician had fed the safari wire as per dfu into the left ventricle. He the tried to fee the tavi valve over the proximal end of the wire and felt resistance at the level of the sheath. They could not advance the valve so pulled it out over the wire to find the safari had de coiled at the proximal end. New wire inserted without consequence. Additional information received 10/10/2017 - it was an edwards s3 valve and their sheath. Resistance was felt with the wire as it was going through the valve of the sheath. It did no track past the end of the sheath.